Event description:
The patient initially had a favorable response to spinal cord stimulation. About 1.5 years after implant the patient felt increasing stimulus to the genitofemoral nerve without coverage of her overall left leg pain. Evaluation of the lead revealed a malfunctioning #2 electrode. It was felt that the existing neurostimulator battery was at end of service and would need to be replaced. The hcp decided to replace the entire system. The patient had a successful surgery. The electrode was fully intact at explant. She was sent to the recovery room in stable condition. Approximately one month after surgery, the neurologist called the patient. She was doing very well. The implantable neurostimulator was covering her pain pattern exactly. Her incisions showed no signs of infection or fluid accumulation. Overall, the patient was very happy with the result. A follow-up report will be submitted if additional information becomes available.